Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was replaced and postoperatively effective therapy was restored

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient lost therapy approximately on (B)(6) of 2020 due to not charging the device from (B)(6) of 2020. Patient tried to adjust wand and communicate but received the error code. Company manufacturers tried to establish communication by using a different wand and still noticed the error code, and unable to communicate with external devices. As a result, patient may be undergoing a surgical intervention at a later date to address the issue.